Event description:
It was reported that during a shunt percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained through retrograde approach using a 4fx3cm non bsc sheath. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and non calcified left forearm. After an unspecified guidewire was advanced to the lesion, a 5.0mmx40mmx40cm sterling balloon catheter was advanced to the lesion and dilatation was performed to 12 atmospheres. However dilatation pressure decreased and the balloon deflated. It was found out under angiography that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).